Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the patient experiences dizziness and headache while wearing dexcom continuous glucose monitor (cgm). It is unknown if symptoms are related to diabetes mellitus. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia and hypoglycemia, resulting in dizziness and headache.